Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the charge battery lasts less than it should. The customer's blood glucose level was unknown. The device will be returned for analysis.